Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
The patient presented to the hospital after receiving inappropriate therapy. The device was reprogrammed and the patient was stable.